Event description:
A nurse was administering an antibiotic from a piggyback bag. It was connected to the primary tubing set in the proper manner and hung higher. The nurse observed the antibiotic dripping rapidly. For each drop she saw fall at the piggyback, an air bubble rose in the primary bag below it. The nurse felt the backflow valve had failed. She stopped the pump and changed the primary solution set tubing. She did not have a problem with the second primary tubing set that she used. The nurse thought that the primary bag (normal saline) had slight discoloration. The nurse reported the problem to biomed. Biomed retrieved the primary bag and tubing and the piggyback bag and tubing. The manufacturer was immediately contacted, and the bags and tubing were returned to the manufacturer. The pump was retrieved from the patient's room in the following days. The history was retrieved and submitted to the manufacturer. The primary bag was tested by our hospital lab for possible antibiotic contamination before it was sent off. There was greater than 10mcg/ml tobramycin in the primary solution.

Event description:
A nurse was administering an antibiotic from a piggyback bag. It was connected to the primary tubing set in the proper manner and hung higher. The nurse observed the antibiotic dripping rapidly. For each drop she saw fall at the piggyback, an air bubble rose in the primary bag below it. The nurse felt the backflow valve had failed. She stopped the pump and changed the primary solution set tubing. She did not have a problem with the second primary tubing set that she used. The nurse thought that the primary bag (normal saline) had slight discoloration. The nurse reported the problem to biomed. Biomed retrieved the primary bag and tubing and the piggyback bag and tubing. The manufacturer was immediately contacted, and the bags and tubing were returned to the manufacturer. The pump was retrieved from the patient's room in the following days. The history was retrieved and submitted to the manufacturer. The primary bag was tested by our hospital lab for possible antibiotic contamination before it was sent off. There was greater than 10mcg/ml tobramycin in the primary solution.